Event description:
The reporter stated that the surgeon was advancing a 25.5 diopter three piece silicone lens in the aq cartridge-fp and the leading haptic was getting bent so the surgeon quit using the lens. The reporter stated that the cartridge was damaging the lens and they switched lot numbers of cartridge and no more difficulties occurred. There was no patient injury.

Manufacturer narrative:
H6: evaluation: method: a work order search. Results: a cartridge lot number work order search was performed for similar complaints and one similar complaint was found.